Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2018 at around 12:00 pm, the patient developed symptoms of feeling ¿shaky and clammy¿. In response to the symptoms, the reporter claimed the patient tested his blood glucose with the subject meter and obtained an alleged inaccurate high result of ¿200 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. Despite the elevated result, the reporter claimed the patient consumed his lunch at 12:10 pm and felt better afterwards. The reporter denied the patient used any other device to test his blood glucose. The reporter informed the csr that the patient manages his diabetes with a combination of insulin (self-adjuster) and oral medication (metformin). Prior to the onset of the symptoms, the reporter claimed the patient took his usual dose of insulin and metformin on the morning of (B)(6) 2018. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the test strips were in good condition. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.